Event description:
Event description guidant received information that the left ventricular (lv) and right ventricular (rv) impedances are elevated and out-of-range. The lv pacing thresholds are elevated. An x-ray of the implant site noted the ICD has flipped over within the pocket.